Event description:
Note: the date of event is unk. However, the case was approx two weeks prior to the date of this report. It was reported to boston scientific corp that an injection gold probe was used during an esophagogastroduodenoscopy procedure ((B)(6)). According to the complainant, during the procedure, there was no electrical current. They tested the probe in normal saline and no current was generated. After testing the concomitant devices, it was determined that the probe was defective. The case was completed with another of the same device. No pt complication were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).